Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a moderately calcified, 85% stenotic lesion in a mildly tortuous left anterior descending artery (lad). The lesion was predilated with a 2.5 x 15 mm voyager balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.5 x 8 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to push harder on the stent delivery system (sds) until the shaft fractured into two pieces. The fractured catheter was removed from the patient's body without any complications. Due to the lesion structure no other stent could cross and the procedure was successfully completed with angioplasty. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."